Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the right eye, the patient presented with decreased visual acuity, corneal edema 2-3+, superficial punctate keratitis, trace edema in the anterior chamber (depth 4+ and cells 2+), and the iris had mild fibrin strands. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was treated with prednisone 50 mg daily for three days and prednisolone acetate every two hours till told to discontinue. In the surgeon¿s opinion, the most likely cause of the event was the iol. Patient outcome was reported to be good.